Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead displayed impedance measurements greater than 2000 ohms and tripped the device lead safety switch. The lead was programmed to bipolar configuration. At the next follow-up visit, the lead safety switch had tripped again. It was decided that the lead will remain in unipolar configuration as the impedance measurements in this configuration were stable. No adverse patient effects were reported.